Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 07jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported an alarm led failure. There was no patient involvement. Event date not specified; estimate used

Manufacturer narrative:
Date of report : 04mar2019 .date rec¿d by MFR: 01mar2019. The customer replaced the power switch overlay to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.